Manufacturer narrative:
According to the customer, the issue is not happening right now. The signal loss can last from 15 seconds to 3 minutes and it fixes itself without any user intervention. Technical support (ts) had the customer check the cns for alarm events and they found many instances of signal loss on multiple patients for up to minutes at a time; however, the issue is never with multiple beds at a time. Ts asked the customer to check on the patient's tele boxes when this occurs in the future and take notes of the tele box conditions during the signal loss.

Event description:
The customer reported that the central nurse's station (cns) is experiencing intermittent signal loss. There was no patient injury reported.